Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing" alarm. Pump settings: rate 2.2 res vol 101, given 37.5. Air in tubing, no injury to patient. Patient's therapy of fluorouracil was prolonged past typical 46 hours (medication was administered over 46 hours, but with an interruption in the middle). Patient's therapy was interrupted for about 6 hours. Additional drugs/medication prescribed to the patient: dexamethasone, palonosetron, oxaliplatin, leucovorin, fluorouracil. No further information.